Manufacturer narrative:
The reported field event of low hvli and premature battery depletion was verified via review of the device image. The low hvli measurement occurred after the device reached eos. During testing, the hvli measurements were normal. The cause of the low hvli could not be conclusively determined. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the premature battery depletion could not be determined.

Event description:
It was reported that battery voltage dropped from normal to eos (end of service) in 1 month. High voltage lead impedance decrease to out of range was also noted. The device was replaced and returned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.